Event description:
It was reported that the patient was getting ¿shocked a lot.¿ it was noted that the patient was shocked down their legs. The stimulation was meant to cover the lower back and legs. The issue began about two or three weeks prior to the report when they began working on their ¿hoarder¿ friend¿s house. It was noted that the patient was lifting quite a bit. It was also noted that the implantable neurostimulator (ins) kept ¿turning off on them.¿ it was noted that it was on the night prior to report and the patient felt horrible pain all through the next day. Then the patient reached back to check it and it was off. The patient knew it was off because they did not receive a shock like they normally did. The problem had occurred since they moved their friends belongings about three weeks prior to report. It was noted that the patient¿s legs went numb due to diabetic neuropathy from time to time. The patient was redirected to the healthcare professional (hcp). Additional information received reported that the patient did not have concerns with the device or therapy. It was noted that the patient called and was helped ¿a lot.¿

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).